Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that her daughter experienced unexplained high blood glucose. The customer's blood glucose was 583 mg/dl at the time of incident. The customer's blood glucose was 142 mg/dl at the time of call. The customer's mother stated that her daughter had high blood glucose of 343 mg/dl and 328 blood glucose prior to the call. The customer's mother stated that her daughter had headaches, felt sick and had a blurry vision. The customer's mother stated that she treated her high blood glucose with insulin pen. The customer's mother stated that she received a no delivery alarm during high pressure test. The insulin pump will not be returned for analysis.